Manufacturer narrative:
This report filed february 17th, 2016.

Manufacturer narrative:
This report is filed february 1, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to a middle ear and mastoid infection. It is unknown if reimplantation is planned as of the date of this report, february 1, 2016.